Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that there was glue stuck on the bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: based on the investigation results, it was detected that the event was a known issue already covered by the risk analysis. Therefore, further escalation is not required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.